Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, after being dropped, a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer had not treated the bg before troubleshooting with tandem technical support. Tandem technical support provided pump reset information, and insulin delivery was resumed successfully.